Event description:
Cardioplegia solution administration adaptor (octopus) was leaking upon testing the cardioplegia system circuit, prior to arresting the heart. Item removed, replaced. Replacement functioned appropriately. Manufacturer notified. This happened on [redacted] and [redacted], lot #'s 2310100010 and 2326200083.